Manufacturer narrative:
Result - wheels. MFR's investigation is ongoing and if add'l info is received a f/u report may be submitted.

Event description:
It was reported that the brakes were not able to stay fully engaged due to a flat spot on the wheel. No pt involvement or adverse consequences were reported.